Manufacturer narrative:
Product complaint #(B)(4) h6 type of investigation: b21 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: it was reported that 10000000 products are involved in this complaint, could you please clarify how many devices demonstrated the alleged deficiencies reported in this file? Number of devices cannot be clarified, currently this discrepance occurs on all new packaging. I can confirm the hospital has a minim of two of the newer boxes (2x36 foils = 72 at least). Note: this hospital uses 10bx pa so potential issue for 360 foils of suture pa. Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? Nil - could you please provide all the lot numbers involved in this file? Product supplied to ethicon with lot numbers on packages as samples. I do not have these noted. Additional h11: patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(4), device property of none, device in possession of none. A manufacturing record evaluation was performed for the finished device 105m1b / n272h batch number, and no non-conformances were identified. Expiration date: dec/31/2029 date of mfg.: jan/09/2025. A manufacturing record evaluation was performed for the finished device 104adj / n272h batch number, and no non-conformances were identified. Expiration date: sep/30/2029 date of mfg.: oct/25/2024. Possible lots: 105m1b, 104adj. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. Before use on the patient, packaging issue ¿ ethicon suture #n272h (silk, 4-0). We have received two product samples for return, representing different lot numbers and packaging configurations (old and new). The charge nurse has reported a change in the packaging of ethicon suture code n272h (silk, 4-0). The box configuration has shifted from vertical to horizontal, but notably, the needle type changed from tf-4 to tf-5 ¿ without change to the product code or prior notification. Upon inspection, the needles from both configurations appear visually identical. However, this raises several concerns: have the specifications for code n272h been officially updated? Is this a printing or labelling error? Why is the product now packaged differently from what is shown in the catalogue, while retaining the same product code? A formal response to the customer is expected. Please advise on the nature of this change and whether corrective action or clarification is required. There were no adverse consequences reported. Additional information was requested.